Event description:
The customer reported that she was hospitalized due to diabetic ketoacidosis, with a blood glucose of 900 mg/dl. The customer stated that she was unable to lower her blood glucose levels using the insulin pump. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. However, the customer stated that her doctor wanted the insulin pump replaced. The customer also stated that she is now taking medication for congestive heart failure that she suffered due to the fluids given to her in the hospital. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.